Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed and his blood glucose was 38mg/dl. It was stated that the customer was not wearing the insulin pump all morning, and his blood glucose went over 300mg/dl. The customer treated his glucose level with manual injections and dropped to 200mg/dl, but he kept giving himself manual injections. Troubleshooting was performed, and the drive support cap was protruded. Advised the mother to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during testing due to protruded/loose motor support disk. No further tests could be completed. The insulin pump was received with minor scratches on liquid crystal display window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.